Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not opening. A field service engineer (fse) identified that the issue occurred because the customer did not select the next option required to open the refrigerator compartment. The fse also observed that one pocket could not be scanned and coordinated with support to manually enter the item and perform a cycle count. The fse confirmed that the customer completed the cycle count and restored normal operation. The system functioned as intended after the field service engineer inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the qlock fridge failed to open, and the user was unable to access the qlock to administer medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.